Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the missing sensor electrode. The customer reported that the sensor fractured while in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected two opened/used sensors and performed visual inspection and found both sensors bent and with blood in cannulas and at the sensor base. Then, performed visual inspection and checked both insertion needles and found a dull point at the top of both needles. Unable to confirm customer received sensor/needles in said condition due to customer returned opened/used.